Manufacturer narrative:
Additional contact information: phone: (B)(6).

Event description:
Information was received indicating that the pump exhibited a consistent "check clutch/plunger lever" alarm. It is unknown if there was any patient involvement or adverse effects.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing both tamper seals. The customer stated problem was duplicated. Error was found in the device ehl (event history log). Upgraded software v1.6.1 to v1.6.4, replaced bottom case and all the plastic parts of plunger assembly for physical damaged. The cause of the reported problem was traced to normal wear, device was over 6 years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Additional information was received indicating event date. It was also reported there was no patient involvement, updated h6 event problem patient code.